Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining an erroneously low creatinine (cre) result that was reported out of the laboratory, generated by the au400 clinical chemistry analyzer. The original cre result was 0.96 mg/dl. The sample was retested on an alternate instrument yielding a result of 1.20 mg/dl. No affect to patient treatment was reported with regard to the erroneous result.

Manufacturer narrative:
Bci hotline assisted the customer with performing the cuvette overflow recovery procedure. The laboratory did not run creatinine on the original analyzer again because the account switched to a new analyzer. Service was not dispatched for this event. Root cause is due to cuvette overflow affecting the cuvettes. Bci internal correction/removal reporting number: 2050012-09/01/2010-028c.